Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after hearing their device emitting tones. Upon interrogation, a single high out of range shock impedance measurement was discovered. All electrical parameters were normal during the visit and there were no stored episodes. The physician has elected to continue monitoring the patient via routine follow-ups. This ICD and the right ventricular lead remain in service. No adverse patient effects were reported.